Manufacturer narrative:
The investigation has been completed. The console (ic7048) was sent back for further investigation. After cleaning the receptacle, the console was tested without reproducing the optical signal issue. The root cause of the aic issue was contamination on the subcomponent. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced "system error optical sensor" occurred, which was resolved through new console. No patient harm reported.